Event description:
It was reported the pt underwent a diagnostic angiogram in 2004, no closure device was used. The pt underwent a percutaneous coronary intervention followed by an angio-seal device deployment without difficulties the following day. The pt was re-admitted to the hosp 2 days later with complaints of groin pain and low grade fever. An ultrasound revealed a 2 cm hypo echoic area; not cystic in appearance. Infectious disease staff placed the pt on IV vancomycin and "reception." The pt was placed in isolation for mrsa found in the wound area. Five days later under general anesthesia, an incision was made in the right groin, the puncture track was infected all the way down to the artery. The area was dissected and cleaned. A clamp was placed on the femoral artery proximal at the area of the inguinal ligament. Dissection was performed; a long suture was noted (thought to be from the angio-seal device); this was removed along with foreign material from the artery wall. The hole in the artery was repaired with suture; hemostasis was achieved. The area was flushed with antibiotic solution; the wound was closed up to the skin level, which was left open. The pt reportedly tolerated the procedure well and was recovering. A search of the database revealed no certification documentation for this user.